Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned and when it was connected to the device, oversensing of noise causing pacing inhibition was observed. A high out of range pacing impedance of greater than 3000 ohms was also noted on the rv channel. The rv lead was disconnected and tested through a pacing system analyzer (psa) were noise was still observed. The rv lead was removed and replaced prior to pocket closure and there were no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 27.3 millimeters from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. Higher magnification x-ray of the fractured area shows a large bend/kink in the distal high voltage cable just proximal of the fracture location. The identified cable fracture is the likely root cause of the reported clinical observations of oversensing of noise, pacing inhibition, and high impedance measurements during implant.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned and when it was connected to the device, oversensing of noise causing pacing inhibition was observed. A high out of range pacing impedance of greater than 3000 ohms was also noted on the rv channel. The rv lead was disconnected and tested through a pacing system analyzer (psa) were noise was still observed. The rv lead was removed and replaced prior to pocket closure and there were no adverse patient effects were reported.